Event description:
It was reported that a pump was replaced because an elective replacement alarm was alerting. No patient injury was reported. Baclophen was being used in the pump. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The primary finding is high battery resistance. The battery resistance waveform test showed a high resistance of 1670 ohms. Testing showed that both the static and max rate current drain of the hybrid were normal. The system status log showed the 3 parameters that would trigger a normal eri had not reached that point. The eri event seen on the ip is related to the battery issue that was found. The battery logs of the (B)(4) showed a voltage drop of .88v. The (B)(4) not properly serviced seen in the exception history log is related to the low battery resets that were seen and the battery anomaly that was found.